Event description:
Over infusion, no patient injury. Customer reports over infusion, nurse sent unit to biomed. Reports katamine drip infusing when disconnected 60 mls remained in bag according to settings nurse expected 416 mls to remain. Rate of infusion and other details are unknown, no tubing or bag saved. Reports no known injury to patient. (Device has not been returned to manufacturer for evaluation).